Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient called boston scientific technical services (ts) and noted that he had experienced syncope about one year earlier and although they thought low blood pressure may have been a contributing factor, they also reprogrammed the device by increasing the voltage from the bottom to the top of the heart. No additional adverse patient effects were reported and the system remains in service.